Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. It was noted that the there was blood blood/body fluid distal conductor (not obstructed), the outer tubing overlay and blood in/on the lob mechanism. The outer insulation was melted, and there was apparent explant damage. Full lead returned and analyzed. It was reported that the patient had phrenic nerve stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had phrenic nerve stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.